Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was giving a low leak co2 rebreathing risk alarm. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the unit was giving a low leak co2 rebreathing risk alarm. The rse then advised the customer to replace the flow sensor assembly. The rse provided the customer with the parts ID for a flow sensor assembly to be ordered. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer.